Event description:
It was reported that just prior to using the external pulse generator (epg), it was found to have had no ventricular output. Another epg was used with the patient. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).